Event description:
It was reported to philips that the system could intermittently not emit x-ray.the device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred; the issue was intermittent, and user tried expose again and completed the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system could intermittently not emit x-ray. Review of the system log file showed the point gate drive error. To resolve this issue, fse replaced power inverter certeray and performed calibration. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The x-ray issue was intermittent, and the procedure was completed by using the same x-ray system. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.